Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "pre-op diagnosis: other mechanical complications revision knee arthroplasty (right)." Patient complained of having a stiff knee per doctor. No further information available per hospital". A 3x13 insert was revised to a 3x9 insert.